Event description:
Centrifuge exploded; spinning blood hold 24 tubes. Sounded like gun shot - found 4-5 tops from blood tubes up to 10 feet away. Fine spray blood, plasma - all areas cleaned and washed down. One tech, blood on back of her lab coat. When centrifuge opened, rotor cracked several places + pulled apart from center area. No tubes broken, all plastic tubes. Centrifuge was sealed again when we tried to open. Assume when exploded, lid opened small amount and then pulled down and resealed.